Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next of kin reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer was found in her own excrement and ended up being taken to the ICU. The customer was wearing the insulin pump during the incident. The caller stated that the pump may have over delivered as the customer has had 2 previous low events. Troubleshooting was not completed as the next of kin will call back. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/a33 test and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to verify the possible over delivery anomaly due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, cracked display window, cracked case at display window corner, broken battery tube threads, cracked case at the reservoir tube window corners and cracked reservoir tube window. Device uploaded properly using carelink. (B)(4).